Event description:
Customer alleged that the pt had a laceration above his left eye as a result of a fall. A nurse was working at a desk outside of the pt room, when she heard the fall. The nurse entered the room and the pt was on the floor and the left intermediate siderail was down. The pt was taken to the operating room for repair of the laceration. No other pt info was obtained.